Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, crease fold and opening. A microscopic analysis was performed which identify, crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis, the final assessment is: a crease sharp opening on posterior, due to a fold flaw opening. Non-penetrating nick.